Event description:
Boston scientific has become aware of the following event: the lesion being treated was 90% stenosed and calcified in the tortuous lad mid. After pre-ivus imaging, the 6f launcher ebu3.5 was engaged and the driver 3.0x30 was implanted. During post-ivus imaging the catheter was caught at the stent body. The stent was transformed and the gw and the catheter was stuck. The gc was advanced once, and the gw and the catheter was withdrawn together. The sub acute thrombus was found in the stent, the gw was crossed the lesion again and dilatated with the bc. The thrombus aspiration was performed and iabp (intraaortic balloon pumping) was inserted. The patient was conveyed to ccu.